Event description:
It was reported that wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had wearable failure 5 days after the sensor was inserted in the arm. According to the report, on (B)(6) 2024, the patient passed out due to hypoglycemia. When she woke at 3 am, the display device showed wearable failure. She self-treated with juice. The device had been functioning as expected prior to bedtime. The last known estimated glucose value was not documented. There was no documentation of further medical evaluation or intervention. At the time of the call the same day, the patient was okay with stable unspecified readings. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.